Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.there were no reported product deficiencies. The reported patient effects of angina and thrombosis are listed in the listed in the (B)(4) promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2012, the promus stent was implanted to treat a lesion in the proximal left anterior descending artery. The patient experienced chest pain that night. On (B)(6) 2012, the patient was transferred to the hospital via ambulance. Angiography was performed and in-stent thrombosis was confirmed 24 hours after stent implantation. A balloon pump was started. On (B)(6) 2012, aspiration was performed on the mid lad; however, the thrombosis could not be removed. Dilatation was performed and a xience v stent was implanted. The patient is reportedly in remission. No additional information was provided.